Event description:
It was reported that the system monitor displayed data that was incorrect. According to the biomed, the pump power and flow that was displayed on the monitor was not correct.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported incorrect data being displayed on the system monitor was not confirmed. The heartmate system monitor was not returned for analysis and no log files were submitted. Additional information communicated on (B)(6) 2020 indicated that the system monitor would not be returning. The root cause of the reported event was unable to be conclusively determined in this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on (B)(6) 2024. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use section 4 entitled ¿system monitor¿ recommends that users contact abbott if the system monitor does not function properly. Heartmate iii instructions for use section 4 entitled ¿system monitor¿ recommends that users contact abbott if the system monitor does not function properly. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.